Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics not provided

Event description:
It was reported that when they take the syringe off to put the lab draw syringe on, there is a drop of ivf on the hub. With the microclave there was always a drop of blood.

Event description:
A generalized complaint was reported that when the syringe was removed from the needless connector, a droplet of IV fluid remained on the hub. In one example, there was concern that the drop of IV fluid on the hub might have interfered with the lab values of an infant after the initial discarded blood because the user felt it could possibly have mixed with the lab blood that was drawn. Per the dfu for the connector, the droplet is a normal and expected function of this needless connector, and is not a leak.

Manufacturer narrative:
It was determined this file is not reportable. Supplemental MDR created to report non-reportability. No product will be returned per customer. No investigation was performed. The customer complaint of drop of blood on the needless connector when they take the syringe off to put the lab draw syringe could not be confirmed. The root cause of this failure was not identified as no product was returned.